Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1066. The pt was implanted with 2 leads with the same lot number (for off label use). It was reported the pt had fallen and was not receiving effective stimulation. The pt is implanted with peripheral leads. Intra-operative testing and x-rays taken determined that one lead had migrated and there was fluid in the header of the ipg. The entire scs system was explanted and replaced with a new one. It is reported the pt is receiving effective stimulation with her new scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.